Manufacturer narrative:
This is one of two device reports for this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event; approximately one year later the patient experienced another sudden cardiac event and expired the same day. It is further alleged the event was caused by the patient's exposure to the product administered during dialysis treatment.